Event description:
The customer reported that the heartstart mrx had a charge button failure. There is no indication of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-p report will be submitted once the investigation is complete.